Event description:
Grossly ruptured mentor breast implant. Breast cancer patient, double mastectomy in 2016. Right implant failed within 30 days of surgery. I have had many appointments since 2018 due to pain in/around the left implant, I chose to have it removed due to pain and other symptoms that none of my doctors/surgeons could diagnose on (B)(6), 2023. It was during that surgery that the implant had indeed ruptured and was severely adhered to my chest wall (a portion of the shell remains) and I have lost a lot of outer breast skin due to this adherence. Will have to have CT and MRI both with contract every 6 months. Ref report: mw5149214.